Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A black spot was observed inside the cassette in the picture attached. Two sample devices were received. One sample have a plastic particle inside the device and one sample have a black spot in the housing. Based on the analysis conducted in the sample provided, the failure couldn?t be reproduced; all mitigations on placed were verified and it was confirmed has been executing according it will be continue monitoring this failure condition in this product for threshold or escalation. Qalert-21021 was generated on (B)(6) 2021 to ensure that operators can detect any foreign substance on the assembly. Production personnel was trained in this qalert.

Event description:
It was reported that a foreign substance was found in device while filling up medical fluid.